Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed volume failure issue. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-6%. Furthermore, the air detector was checked with "gauge ID t98-5796" and found sit uneven to the chassis base. The "volume failure issue" was possibly caused by air detector that sit uneven. Service recommended an expulsor assembly with air detector to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.